Event description:
A hospital in (B)(6) reported via a fph representaive that the wye piece of an rt235 breathing circuit has been disconnecting and needed to be re-connected. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a fph representative that the wye piece of an rt235 breathing circuit has been disconnecting and needed to be re-connected. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. It was visually inspected and pressure tested. Results: no physical damage was observed on the complaint device. The swivel wye and swivel elbow were tightly connected together. Pressure test revealed that the complaint device performed within specifications. A lot check revealed no other complaint of this type for lot number 110916. Conclusion: no fault was found with the complaint breathing circuit as we were not able to replicate the reported fault and the complaint device was able to perform within specifications. All breathing circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and any breathing circuit that fail this test is discarded.

Manufacturer narrative:
(B)(4). The complaint rt235 infant breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.